Event description:
From staff: while completing the initial count for a shoulder arthroscopy case, rn circulator and cst1 were only able to locate 9 raytex sponges (there should be 10 per pack). Cst laid out each individual raytex sponge to ensure that there wasn't any stuck together. The back table was also checked thoroughly. After confirming multiple times that there were only 9 sponges, rn and cst removed all raytex from the field per hospital policy. No harm reached the patient, however, if the error had not been caught in the initial count, it would have caused a miscount at the end of the case. The raytex sponges come included in the cardinal health open shoulder pack (catalog #: sop13osemy, lot #: 555199).